Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) had difficulty tracking during treatment bi-directionally through the adductor canal in the 6mm vessel, 90% stenosed, heavily calcified distal superficial femoral artery (sfa). During treatment, the crown jumped which resulted in a perforation in the distal sfa. The wire became stuck on the oad. The wire was pulled which removed the emboshield nav6 filter resulting in a distal biological embolization of the sfa. A covered stent was placed to resolve the perforation. Percutaneous transluminal angioplasty was performed to resolve the embolism. The patient was stable.

Manufacturer narrative:
The oad was returned with the guide wire engaged. Visual examination confirmed no damage or abnormalities identified with the driveshaft or crown that would have contributed to the reported events. The crown diameter was measured and met specification. When tested, the oad spun as intended with no crown jumping observed. Adhered biological material was observed on the distal driveshaft. When removing the guide wire, resistance was observed due to the adhered material. Analysis did not identify any damage that may have contributed to the accumulating material. The morphology and root cause of the accumulated biological material was unable to be conclusively determined. Review of the data log confirmed a stall event; however, the cause of the stall was unable to be conclusively determined. Driveshaft overloading at the lap weld was observed which was consistent with driveshaft damage that can occur due to a stall event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels and embolization are potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4).